Event description:
Consumer called stating that her unknown perfecto2 concentrator allegedly had a burning smell and light smoke. Consumer to contact dealer. No injury.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model unknown perfecto2, serial number/date code and age of product are unknown. The consumer is a female whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.